Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed via the submitted log files. According to the account, the low flow alarms were caused by hypovolemia and anemia. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. The submitted controller event log files contained data recorded on (B)(6) 2021. Of note, the majority of the file was filled with pulsatility index (pi) events that would have overwritten older data. No notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the files. The account later reported that the low flow alarms were caused by hypovolemia and anemia. The alarms resolved temporarily with an increase in blood pressure medication. The patient opted not to receive blood and was transitioned to hospice care. The cause of the anemia was unknown. It was later reported that the patient passed away on (B)(6) 2021, and the death was not device-related. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ lists hypovolemia as a potential late postimplant complication. Section 6 (under "anticoagulation") also outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had low flow alarms. The cause of the alarms were presumed to be hypovolemia and anemia. The alarms resolved temporarily with an increase in hydralazine. The patient decided not to receive blood and transitioned to hospice care. The cause of the anemia was unknown. The patient did not have a workup for gi bleed as the patient opted for hospice care. The patient passed on (B)(6) 2001. It was reported that there were no device issues or malfunctions that could have lead to the outcome. No additional information was provided.